Event description:
It was reported that an unexpected reset occurred. Subsequently, the customer experienced a blood glucose (bg) level displayed as "high" and a moderate ketone level. A specific bg value was not provided. A manual injection of insulin was administered to treat bg level. Reportedly, the customer continued to use the pump for insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.